Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, device code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided; however, medical records were provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the events. A lot history review was also performed and revealed no other events relating to the reported events. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Per the IFU, potential risks associated with the use of the valve, delivery system, and/or accessories include valve stenosis, structural valve deterioration, transvalvular leak, valve regurgitation and device explants. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the valve stenosis, valve leaflet motion restriction and central regurgitation that resulted in the valve being explanted were confirmed based on the medical records. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the events. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, the sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 3 years 11 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the patient's valve was successfully explanted, and a surgical valve was implanted. The patient is doing well post procedure. The cause for the valve explant was poor leaflet mobility, central aortic regurgitation and stenosis'. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve stenosis and increased gradients over time in the patient. Per the technical summary, stenosis and increased gradient across the valve are common causes of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of stenosis and increased gradients. These include patient factors (age, disease state, pharmacological intervention, bmi (body mass index), tobacco use etc.), and mechanical stress related to the valve's hemodynamic performance. Furthermore, an evaluation of previously reported similar events did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, there was no evidence of a product non-conformance or device malfunction found in any of the valves returned for these events. In this case, the patient has a history of diabetes mellitus which increases the risk of valve calcification leading to stenosis. As such, the available information suggests that patient factors (diabetes mellitus) may have contributed to the event. As the valve was stenosed, it could affect the function/suboptimal coaptation of leaflets resulting in leaflet motion restriction. As such, the available information suggests that patient factors (stenosis) may have contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, leaflet motion restriction was reported, which could lead to suboptimal valve leaflets coaptation, resulting in central regurgitation. As such, the available information suggests that patient factors (leaflet motion restriction) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on medical records provided. The following sections of this report have been corrected/updated: b7 (other relevant history, including preexisting medical conditions), h6 (device codes) and h10 (provide narrative/data). Additional information received via medical records confirmed the 23 mm sapien 3 ultra valve was explanted due to severe aortic stenosis (as), mild aortic regurgitation (ar), restricted motion of the left coronary valve leaflet and patient prosthesis mismatch which caused the patient to experience worsening of shortness of breath and congestive heart failure (chf) exacerbation. The patient prosthesis mismatch appears to have been a result of the size of the patient's native aortic annulus, which would only allow the accommodation of a 23 mm size valve. After the 23 mm sapien 3 ultra valve was explanted, a decision was made to perform a root enlargement to allow implantation of a 25 mm surgical valve. It was noted that the calcium from the patient's native annulus was also debrided. The investigation is still ongoing.

Event description:
As reported by the field specialist, approximately 3 years 11 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the patient's valve was successfully explanted and a surgical valve was implanted. The patient is doing well post procedure. The cause for the valve explant was poor leaflet mobility, central aortic regurgitation and stenosis. The patient had heart failure symptoms.

Manufacturer narrative:
The investigation is ongoing.